Manufacturer narrative:
The manufacturer previously reported the device's internal battery was replaced by the third party service center to address a failure to charge. Additional information received from the third party service center indicates the device's detachable battery was not charging. The device's detachable battery was replaced to address the issue, not the internal battery.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.